Event description:
Complainant alleged that during a routine preventative maintenance check, the defibrillator displayed error message code "paddle fault" when the device was attached. The complainant indicated that there was no patient involvement in the reported failure.